Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 529 mg/dl. The customer administered manual injections to treat bg. Reportedly, the customer reverted to manual injections for insulin therapy.